Event description:
The product is a "heel hugger" a heel warmer. It was being used as a warm pack to treat an IV infiltrate. The nurse activated the warming pack as instructed and upon removal from the site the nurse noted small yellow blisters over the wrist area. When the nurse examined the pack, it was noticed that it was leaking. Note, there were no blisters at the IV infiltrate site prior to use of the pack.